Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the system experienced a period of instability. The next level of support requested a sensor re-link, which caused the system to show improvement with bg/sg values.

Event description:
On february 17 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.